Event description:
The user's device needs to be explanted due to a history of recurring infection and swelling at the site of the implant. Reportedly the skin over the device is still intact, the infection however has spread to the level of the implant. In the past the user has received augmentin and clindamycin in order to treat the infection. The clinic has decided to remove to the device, surgery has been scheduled for (B)(6) 2022 this report refers to 9710014-2022-00447. For further information please refer to this report.